Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-feb-2018 with the following findings: during investigation, the battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit securely. The pump powered up with auditory and a blank screen. The reported blank screen was duplicated. The pump's cover was removed and there was no intermittent condition found to the printed circuit board. An upload was successful and the pump powered on to the verification screen. The language file corruption failure was concluded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.